Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02413. Follow-up identified the patient reported he received the replacement charger and he no longer experiences pocket heating while charging.

Manufacturer narrative:
(B)(4). This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02413. It was reported the patient experienced pocket heating while recharging his scs ipg. The patient also stated the charger gets hot while recharging. The patient stated the heating was uncomfortable. A new replacement charging system was sent to the patient to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.